Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 pkl017683r software analyzer (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer lost telemetry due to the rf (radio frequency) head connector being loose on a printed circuit board assembly. Analysis also found the system fan was noisy.

Event description:
It was reported that the programmer loses telemetry, even after having changed out the radio frequency programmer head. It was indicated that it could possibly be due to the connection port. The programmer was returned for service. No patient complications have been reported as a result of this event.